Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's ins battery was bad, so the hcp was going to replace it. They mentioned that his ins only lasts about 2 days. They had a planned revision for (B)(6) 2019. They also stated that they had a 376 insr code. Code appeared yesterday while the patient was charging the ins. They stated that they needed to find a screwdriver first, but he thought the insr antenna was loose and he might have yanked it when it got caught on something. They reviewed they would call back after reinserting insr antenna if 376 code persists. They had called back said that he removed the cover on the antenna and said that it is plugged in so he would like a new antenna sent out. Patient said that he was in pain as stimulation stopped last night and he can't charge it up due to the 376 error code. Their onset of symptoms was sudden. They also mentioned that mentioned that next week they will be receiving new implant. No out of box failure was reported. No further allegations/complications were reported.